Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Troubleshooting was performed and the insulin pump passed the required tests. The insulin pump had also given the customer empty reservoir and low reservoir warnings prior to hospitalization.